Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. A single page from a bone scan was provided and reviewed by a healthcare professional. Patient experienced a heavy fall and had ongoing pain. Bone scan found no fractures and notes inflammation/swelling. Further medical records were not provided to confirm limited range of motion. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/anomalies identified. It cannot be determined whether the fall caused the pain, swelling and limited rom and if the device caused the fall. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00032. Concomitant medical products: femur cemented posterior stabilized (ps) narrow right, item# 42500006202, lot# 63903893. Tibia cemented 5 degree stemmed right, item# 42532006702, lot# 64066707. All-poly patella cemented 32 mm diameter, item# 42540200032, lot# 64063604. Palacos r+g pro 75, item# 66044274, lot# c105. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to loss of range of motion after a heavy fall. There is no additional information at this time.